Event description:
Tech alleged, he found a bed located at bed shop with 'broken brakes' noted on tag.

Manufacturer narrative:
Tech stated the brake pedal would lock in brake position and caster would still roll. The brake casters were worn. He replaced brake casters to resolve the issue.